Manufacturer narrative:
Section a3b, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section e1, telephone number: (B)(6). Entering the telephone number in h10 as the field only takes the us format. Section h6-health effect-impact code: 4625 is used to report the incision. Section h6-health effect-clinical code: 4581 is used to report the incision enlargement. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was folded. During and post insertion of the iol into the right eye, it was noticed that the iol was folded. The lens was implanted and the incision was enlarged to remove it. During the same procedure the lens was removed. There was a delay in procedure. No vitrectomy was reported. The procedure was completed with a non-jnj iol. Brand name lucia, model 221. The patient¿s pre-op vision is 20/400 and post-op is 20/30. The patient¿s daily activities were not impacted by this event. No further information was provided.

Manufacturer narrative:
Device evaluation: the customer provided photo was evaluated. The photo displays the suspect lens daisy wheel inside the pouch. Due to the quality of the photo, no issues could be identified and no further evaluation could be performed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.